Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a keypad anomaly. The buttons were harder to press. Customer's blood glucose level went up to 600 mg/dl. The customer urinates on herself when her blood glucose level is high. The customer fell yesterday and she hit the site causing her blood glucose to go high. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked case at reservoir tube window corners, stained address/serial number label and missing end cap sticker.